Event description:
Reporter noted four cased of endopathalmitis. Culture of aquenous: negative. Investigations (by customer) performed in the or revealed abnormalities of air quality. No other details at this time surgeon feels the I/a tip could be the cause as the tip occluded during the surgery. Patient 4 of 4: status is unknown at this time.